Event description:
The balloon would not deflate and was manually ruptured by the physician with the aid of a guidewire.

Manufacturer narrative:
It was reported that the balloon would not deflate as the clinician was attempting to remove the foley catheter. The urologist manually ruptured the balloon with the aid of a guidewire. The catheter was then easily removed, intact, without further incident. The facility reported that they did not retain the sample for evaluation and they were unable to provide us with a lot number. A root cause has not been determined. Due to the reported incident and need for intervention, this medwatch is being filed.